Manufacturer narrative:
The programmer was intended to be returned for analysis, but was not received. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard, that can occur during use of the device. Which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch. And a complaint review confirmed, that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported, that this programmer experienced a frozen screen during an implant procedure. The programmer was turned off and back on several times to make it work for a short time, then the screen became frozen again. Two months later, the programmer was being used again and the screen became frozen when attempting to enter information on the screen. The touch screen did not respond. And the unit was turned off and back on several times. The programmer was intended to be returned for analysis and repair, but it has not yet been received.